Event description:
It was reported that dislodgement resulting in loss of capture and therapy delivered inappropriately to the diaphragm was observed on the left ventricular (lv) lead. The patient experienced discomfort as a result. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.